Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device experienced a connectivity issue and was offline. A field service engineer set up a wi-fi connection to the station and followed the knowledge article for the wireless network to ensure that the med application could be used over wi-fi. The station was communicating now. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es experienced a connectivity issue and was offline. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.